Event description:
It was reported that the patients lead migrated. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device was not released by the hospital and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.